Event description:
It was reported that the infusion sheath ruptured. The target lesion was 95% stenosed, severely calcified, mildly tortuous and located in the distal superficial femoral artery (sfa) and popliteal artery. A 2.1mm jetstream xc catheter was selected for use. Vascular access was obtained via pedal access with a non-bsc 7fr sheath. While performing atherectomy in the middle sfa, the jetstream catheter could not longer advance or retract. It was observed that the infusion sheath had ruptured. The jetstream catheter and the sheath were removed over the guidewire. The sheath was replaced with a new sheath. A balloon was then used to complete the procedure.